Manufacturer narrative:
This case was initially received via regulatory authority ansm - heath authorities in (B)(6) (reference number: (B)(4)) on 03-apr-2017. The most recent information was received on 08-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("salpingectomy and partial hysterectomy for essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced arthralgia ("pain and generalized inflammatory symptoms in joints"), ear pain ("pain and generalized inflammatory symptoms in ent (ear)"), ear infection ("pain and generalized inflammatory symptoms in ent (ear)"), rhinalgia ("pain and generalized inflammatory symptoms in ent (nose)"), nasal inflammation ("pain and generalized inflammatory symptoms in ent (nose)"), oropharyngeal pain ("pain and generalized inflammatory symptoms in ent (throat)"), pharyngeal inflammation ("pain and generalized inflammatory symptoms in ent (throat)"), polyarthritis ("pain and generalized inflammatory symptoms in joints"), tendonitis ("recurrent tendonitis"), headache ("constant headache"), fatigue ("extreme fatigue"), depression ("depressive state"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss") and confusional state ("confused state"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy and partial hysterectomy to remove essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arthralgia, ear pain, ear infection, rhinalgia, nasal inflammation, oropharyngeal pain, pharyngeal inflammation, polyarthritis, headache, fatigue, depression, disturbance in attention, amnesia and confusional state outcome was unknown and the tendonitis was resolving. The reporter provided no causality assessment for amnesia, arthralgia, confusional state, depression, disturbance in attention, ear infection, ear pain, fatigue, headache, medical device removal, nasal inflammation, oropharyngeal pain, pharyngeal inflammation, polyarthritis, rhinalgia and tendonitis with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 09-may-2017 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 650 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-may-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she underwent a salpingectomy and partial hysterectomy for essure removal (seen as medical device removal), serious event due to medical importance and anticipated in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, it was not clearly informed the reason for device removal. However, given the nature of the event, causality between medical device removal and essure use cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was initially received via regulatory authority (B)(4) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("salpingectomy and partial hysterectomy for essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced arthralgia ("pain and generalized inflammatory symptoms in joints"), ear pain ("pain and generalized inflammatory symptoms in ent (ear)"), ear infection ("pain and generalized inflammatory symptoms in ent (ear)"), rhinalgia ("pain and generalized inflammatory symptoms in ent (nose)"), nasal inflammation ("pain and generalized inflammatory symptoms in ent (nose)"), oropharyngeal pain ("pain and generalized inflammatory symptoms in ent (throat)"), pharyngeal inflammation ("pain and generalized inflammatory symptoms in ent (throat)"), polyarthritis ("pain and generalized inflammatory symptoms in joints"), tendonitis ("recurrent tendonitis"), headache ("constant headache"), fatigue ("extreme fatigue"), depression ("depressive state"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss") and confusional state ("confused state"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy and partial hysterectomy to remove essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arthralgia, ear pain, ear infection, rhinalgia, nasal inflammation, oropharyngeal pain, pharyngeal inflammation, polyarthritis, headache, fatigue, depression, disturbance in attention, amnesia and confusional state outcome was unknown and the tendonitis was resolving. The reporter provided no causality assessment for amnesia, arthralgia, confusional state, depression, disturbance in attention, ear infection, ear pain, fatigue, headache, medical device removal, nasal inflammation, oropharyngeal pain, pharyngeal inflammation, polyarthritis, rhinalgia and tendonitis with essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-apr-2017: after company internal review the narrative was amended. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she underwent a salpingectomy and partial hysterectomy for essure removal (seen as medical device removal), serious event due to medical importance and anticipated in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, it was not clearly informed the reason for device removal. However, given the nature of the event, causality between medical device removal and essure use cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up. .